Event description:
It was reported that the lv lead failed to capture. The lead was capped and replaced. Later review of manufacturer's database revealed the patient died approximately 5 weeks later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported that the lv lead failed to capture. The lead was capped and replaced. Later review of manufacturer's database revealed the patient died approximately 5 weeks later. Follow up later revealed with failure to capture complication, "lv lead very close to the rv apex-not providing much synchrony." Patient was taken to ER 7 days prior to death, diagnosed with vancomycin-resistant enterococcus and pneumonia. Suffered cva confirmed by cat scan with right sided paralysis and aphasia. Cause of death was reportedly the cva. There is no allegation of device system relatedness to the death. Last device evaluation was in the hospital 5 weeks prior to death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on (B)(6) 2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(6) battery depletion-normal. (B)(6) battery - battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/30/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a bimonthly medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary: (B)(4) battery depletion-normal.